Manufacturer narrative:
The serial number of the toothbrush handle was not provided. Device manufacturing date not available due to the toothbrush handle not being returned.

Event description:
Consumer contacted philips stating that they experienced a fire in their home and a healthywhite plus power toothbrush was in the area of origin with other electronic items.